Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had underdelivery of insulin. Customer's blood glucose value was 27mmol/l. Customer treated with pen. Customer stated that they used another pump from the hospital for a couple of days and was fine. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, displacement accuracy test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed.